Manufacturer narrative:
Case #(B)(4) review of the images shows full and even completion of the capsulotomy with markers at 94 and 274-degrees. No movement or notable issues observed throughout treatment. System functioned as designed. Case #(B)(4) review of the images shows full completion of the capsulotomy with markers at 90 and 270-degrees. No movement or notable issues observed throughout treatment. System functioned as designed. Case #(B)(4) review of the images shows full completion of the capsulotomy. No movement or notable issues observed throughout treatment. System functioned as designed. No further clinical follow-up required.

Event description:
On 10/24/2024, (ls2202) doctor reported to cas that two surgeons had issues with the anterior capsular extensions on tuesday (10/22/2024) and on wednesday (10/23/2024). The site is seeking review of procedures #9025, #9028, #9029.